Event description:
The event involved a admin set, standard/smallbore w/clave¿ where it was reported the tubing was defective, backflow in the drip chamber. The device was connected to the patient at the time of the event. There was an estimated 10-minute delay in therapy, with a reduction in medication activity and additional exposure to radioactivity for the medical staff. There was a minimal additional exposure (dosimetry) for the patient, patient discomfort and concern due to lengthening of the procedure and changing the device. The additional medical intervention required was the collection and traceability of the defective device, loss of time, there was a loss in the administered dose to the patient between 5 and 10%, depending on the time lost and radioactivity decay. The medication used was fdg. There was patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 1/21/2025 received one (1) used list# unknown, nacl 0.9% 100ml bottle; one (1) used list# 011-h3853, admin set, standard/smallbore w/clave¿; one (1) used lits# unknown, catheter; for inspection. No defects or anomalies were noted. The set and check valves were functionally tested and found to meet product specifications. There was no backflow through the check valves. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.